Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported event of fiber not firing, as analysis identified a fracture within the sub miniature a (sma) connector. Being that there is no aim beam exiting the tip; it is likely that there is a fracture within the sma connector. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The IFU states: fiber recognition: once connected, if the fiber icon and use indicator does not switch from grey to another color, the laser is not properly recognizing the fiber. It may be expired, inadequately connected to the system or defective. Fiber inspection: inspect the full length of the fiber for kinks, punctures, fractures, or other damage. Do not use if the fiber appears to be damaged. Check aiming beam: hold tip perpendicular and 1-4 mm away from a flat light-color surface. The aiming beam should have ideal or acceptable appearance. Do not use the fiber if the spot is unacceptable. A device history record (DHR) review was performed and confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation of a procedure the fiber was fired twice, however, light was not emitted from the end of the fiber. The fiber was tried on two different laser consoles but was not tried on the patient. The fiber was replaced to complete the procedure. Analysis of the returned device identified a fiber connector fracture.